Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead displayed pace impedance greater than 2000 ohms and pacing not delivered when required due to loss of capture (loc). The patient was seen for a revision procedure where the lead was tested via the pacing system analyzer (psa); high impedances were able to be recreated and noise was seen. The lead was capped. There were no adverse patient effects reported.